Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the pt's intraocular pressure increased. The surgeon reported the shunt was clogged, so he exchanged it with another shunt. Add'l info was requested.

Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. During inner illumination of the returned product, light did not travel through both sides of the restriction unit, i.e., the shunt's lumen was found to be blocked. Therefore, the complaint is justified. Add'l info was requested. (B)(4).